Manufacturer narrative:
E2 information was clicked "yes" as physician name was inputted previously.

Event description:
It was reported that during an implant procedure, the lead insulation was damaged due to the lead forming a barber pole structure at distal end of the lead. Fibrous tissue was found stuck in the helix of the lead. The physician elected to not used the lead and a new lead was implanted successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported events were ¿fibrous tissue stuck in the helix and barber pole of the insulation on the distal end of lead¿ was confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual examination found blood/tissue attached to the helix and the outer insulation twisted consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The cause of the reported events was isolated to the helix being clogged with blood/tissue.

Event description:
New information received that the lead was intended to be located in the right ventricle of the heart.

Manufacturer narrative:
Additional information on patient name, date of birth and physician details.